Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the keypad buttons were under responsive and that there was moisture present behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/02/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/12/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was intact with no damage or peeling. There was evidence of moisture behind the display lens. During testing, the keypad buttons were unresponsive. The keypad cover was removed and no evidence of contamination was found under the key contacts. Unrelated to the complaint, the pump¿s casing was damaged in the upper right hand corner between the display lens and the cover. The pump failed a leak test due to this. Evidence of moisture was found in the pump and on the keypad flex connector. Additionally, the display screen was discolored.